Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 104362: (B)(4) items manufactured and released on 10-feb-2011. Expiration date: 2016-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 6.5 years after primary surgery, complaining of instability caused by a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the head and liner and the surgery was completed successfully.